Event description:
Reportedly, the ICD was implanted one year ago. During the last follow-up performed on (B)(6) 2016, the battery voltage was found at 2.68v and the displayed longevity was lower than 3 months. Normal pacing outputs were observed since implantation, and no shocks were recorded. It was reported that noise was observed in spring (therefore ventricular sensitivity threshold was decreased) and that the patient had undergone MRI exam on (B)(6) 2016. Preliminary analysis confirmed the reported battery depletion and recommendations were provided to evaluate the benefit of device¿s replacement. The device was explanted on (B)(6) 2016 and was returned for analysis.

Manufacturer narrative:
Programmer files analysis revealed that the battery depletion could be related to latchup in device electronic. When the subject device was returned, its expertise showed that electrical characteristics were within specifications.

Event description:
Reportedly, the ICD was implanted one year ago. During the last follow-up performed on (B)(6) 2016, the battery voltage was found at 2.68v and the displayed longevity was lower than 3 months. Normal pacing outputs were observed since implantation, and no shocks were recorded. It was reported that noise was observed in spring (therefore ventricular sensitivity threshold was decreased) and that the patient had undergone MRI exam on (B)(6) 2016. Preliminary analysis confirmed the reported battery depletion and recommendations were provided to evaluate the benefit of device¿s replacement. The device was explanted on (B)(4) 2016 and was returned for analysis.

Event description:
Reportedly, the ICD was implanted one year ago. During the last follow-up performed on (B)(6) 2016, the battery voltage was found at 2.68v and the displayed longevity was lower than 3 months. Normal pacing outputs were observed since implantation, and no shocks were recorded. It was reported that noise was observed in spring (therefore, ventricular sensitivity threshold was decreased) and that the patient had undergone MRI exam on (B)(6) 2016. Preliminary analysis confirmed the reported battery depletion and recommendations were provided to evaluate the benefit of device¿s replacement. The device was explanted on (B)(6) 2016 and was returned for analysis.

Event description:
Reportedly, the ICD was implanted one year ago. During the last follow-up performed on (B)(6) 2016, the battery voltage was found at 2.68v and the displayed longevity was lower than 3 months. Normal pacing outputs were observed since implantation, and no shocks were recorded. It was reported that noise was observed in spring (therefore ventricular sensitivity threshold was decreased) and that the patient had undergone MRI exam on (B)(6) 2016. Preliminary analysis confirmed the reported battery depletion and recommendations were provided to evaluate the benefit of device¿s replacement. The device was explanted on (B)(6) 2016 and was returned for analysis.